Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of poor image with shadow and cone even on shallow setting was unconfirmed. The probe did not show any shadowing or odd shape image. There is no root cause due to the problem could not be duplicated. H3 other text: evaluation findings are in section h11.

Event description:
Per biomed - poor image with shadow and cone even on shallow setting.

Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed - poor image with shadow and cone even on shallow setting.